Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that this type of event may occur. Under precaution it states, "instrument that have experience use of excessive force are susceptible to fracture."

Event description:
It was reported that during inspection the threads of the inserter were noted to have been damaged. There was no patient involvement or delay in a procedure reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this is a duplicate of 1825034-2016-05101. The initial report was sent in error and should be voided.